Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that a patient who had an intraocular lens (iol) implant is 20/15 but cannot adapt to the lens. He states that he cannot walk or mow his lawn but can drive, etc, and he wants to wear a patch over the eye. The surgeon states that he "can't really understand except it's white and not yellow". The lens remains implanted.